Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2019-jul-29. It was reported that the cause of the therapy concerns was not determined and the hcp and patient had decided that it was the best time to replace the pump. The patient's weight was provided. The representative was not able to obtain the pump from the hospital so it would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving morphine 10mg/ml at 3.306mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient was having their pump replaced on friday (B)(6) 2019. Per this reporter there was nothing wrong with the pump, the physician just wanted to take if out before the battery died. The reporter also stated that the patient has low platelets (itp) for 10 years and has gotten progressively worse. On (B)(6) 2019 additional information was received from the healthcare provider via the company representative who reported that the managing physician had therapy concerns with the pump, and was wanting to replace the pump today. The reporter did not know further details at this time, but the catheter was not being revised because there is not a catheter issue. No further complications were reported or anticipated.